Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Additionally the alleged touch screen issue could not be verified. A different issue was also identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed the pump turned on when connected to a power source, however, the touch screen was unresponsive. The customer's blood glucose was 120mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.